Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professionals (hcps) regarding a patient receiving baclofen via an implanted pump. The indication for pump use was spinal cord injury/spinal cord disease and intractable spasticity. On (B)(6) 2019 one hcp was inquiring as to which pump the patient had and whether or not he could have an MRI. Per another hcp, the patient was going to be having an MRI and per that reporter, they wanted someone to come and check the pump after the MRI because the patient had some issues with it in the past after an MRI and the pump was not working properly. The event date was asked, but unknown by the reporter and no patient symptoms were reported. No further complications were reported/anticipated.